Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.the transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed. Data log review was performed, no signal loss on issue date found. The reported loss of connection was not confirmed. A root cause could not be determined.